Event description:
It was reported that the patient had one instance where he was running a high temperature of 104 degrees fahrenheit and had a seizure cluster. He went to the emergency room as a result but the mother has no further concerns as he is back home again without further events. No other relevant information has been received to date.

Event description:
It was reported that per the physician, the cause of seizure clusters and fever was external factors, not related to vns. He said that the seizure rate was at pre-vns baseline levels. He also said that the intervention taken was for patient comfort or to preclude serious injury per emergency room and primary care physician. No other relevant information has been received to date.